Event description:
It was reported that the procedure was cancelled. A 7f guidezilla ii was selected for use. During procedure, a resistance within the guide segment has occurred. The procedure was cancelled. There were no patient complications reported.